Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that catheter resistance occurred in the distal sections. There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
H3: product analysis. As found condition: the pipeline flex braid and phenom 27 catheter were returned inside a bio-hazard bag, and a shipping box. The pushwire was not returned. Damage location details: the braid's distal and proximal ends were found opened and frayed. The catheter tip and marker appeared to be flattened. The catheter body was found to be flattened for the length of 14.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, it got stuck at the damaged location. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex braid and the catheter were found to be damaged. The observed damage on the catheter (flattening), and braid (fraying) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of the continuous flush with heparinized saline during the procedure. However, the customer reported that the vessel tortuosity was normal, which rules this out as a potential cause. In this event, the lack of the continuous flush contributed to the resistance during delivery. Since the pushwire was not returned, any contribution of the pushwire to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance/stent stuck in catheter was not determined.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s ((B)(4)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex flow diversion stent that had resistance/was stuck in the phenom 27 microcatheter. The pipeline could not be delivered or retrieved. It was noted that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The microcatheter was removed together with the pipeline and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient who was undergoing a procedure via femoral access for flow diversion treatment of a right internal carotid artery (ica) c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 8mm and the neck diameter was 5mm. Dual antiplatelet treatment (dapt) was administered and pru level was normal. Vessel tortuosity was noted to be normal.